Event description:
On (B)(6) 2009, the patient reported the up and down buttons on his insulin infusion device are working intermittently. He stated, his device has not been dropped and the buttons pop up when passed. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.